Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The visit at the customer has been performed. It was noted that mattress was unstable and the safety belts were worn. Additional information will be provided following conclusion of the investigation.

Event description:
Arjohuntleigh received customer complaint where it was reported that during the transfer from lift to bath, the patient slipped. In effect the resident sustained hematomas on left shoulder and on right gluteus, which was not evaluated as serious injury, and taken under observation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar reportable events, a very low number of cases with similar fault description were found. Arjohuntleigh has manufactured about 9000 bolero devices and the complaint ratio with this failure mode is currently considered to be very low. The instruction for use which was delivered with the device (04.ce.01_7gb dated on 2004-nov) gives guidelines how to transfer the resident and also safety warnings. "Always make sure that: the equipment is handled by trained staff. The mattress is properly attached. The bolero is moved with care, especially in narrow passages, over bumps etc. And that the resident safety straps are secure. The safety straps are in good condition and properly fastened. Warning! Make sure that the resident is lying/sitting in the middle of the stretcher." Instruction how to fasten two safety straps: chest and hip can be also found. According to information gathered, the caregiver applied one out of two recommended safety belts. The care and maintenance part shows the obligation of checking the device on a regular basis. "Customer obligations: visually check mechanical attachments - every week, authorized service: check all vital parts for corrosion/damage - every year, check mechanical attachments - every year." There is no evidence of performed maintenance. It was reported that the central part of the mattress was unstable what would point out that the maintenance had been never performed or was performed insufficiently as per maintenance scope and schedule described in the IFU. The condition of the device and passed useful ten years lifetime which may lead us to another finding that the recommendations outlined in the IFU had not been followed. This device is intended to be used with the patients assessed as (B)(6) in arjo mobility gallery, what means that the patient could not sit by themselves and is not capable to stand. According to gathered information, the patient who fell from the device was classified as carl: is able to partially weight bear on at least one leg, often sits in a wheelchair and has some trunk stability. The device design is not intended for transfer procedures from bolero to the bathtub, like reported by the customer. It is intended for supporting the resident during the bathing procedure. Unfortunately, despite our best efforts, it was impossible to determine exact scenario of events that lead to the fall, but a few hypothesis can be considered as relevant: 1. As the resident was classified as (B)(6) in the mobility gallery, she was able to sit independently. So it is possible that the patient was sitting on bolero near the bath, trying to reposition herself towards the bath. 2. The patient was lying on bolero close to the bath, the caregivers were attempting to transfer her manually to the bath. 3. The fall took place before transferring to the bath, when the patient moved to the side of the stretcher. According to the above evaluation there are few factors considered as contributing in this incident: using the device against its intended use: transfer from bolero to bath, instead of bathing the patient lying on bolero, wrong patient assessment for use with bolero, possible placing the resident out of the center of the stretcher, using only one safety belt instead of both, insufficient maintenance, leading to instability of the mattress. All of these factors can be considered as use errors - not following the device handling procedures as indicated in the instructions for use of the device. If all the points stated in the instruction for use were followed, it is our opinion the incident could have been prevented. This bolero was not up to manufacturer's specification; it was being used for the patient care at the time of the incident and in that way contributed to the incident.